Event description:
It was reported that an ilet user¿s dexcom g7 glucose readings stopped displaying on the ilet, and attempts to re-enter the sensor code and start the sensor did not establish connection, after which a new g7 sensor was applied and began warming up while the ilet remained in bg run mode with capillary blood glucose at 92 mg/dl. Symptoms included no adverse clinical effects. Outcomes included no change in therapy and no medical intervention. Investigation included guided troubleshooting, review of device notifications, re-entry of the sensor code, restart attempts, and replacement of the cgm sensor. Investigation of this case revealed a cgm pairing or connectivity failure between the ilet and the dexcom g7, with the ilet reverting to the start sensor screen and resolution achieved by applying a new sensor. It was concluded, based on previously established findings for similar reports, that the cause was likely user- or device-interface¿related cgm pairing failure.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.